Event description:
It was reported that the warmer was leaking water. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in fair condition. Device passed the low fluid switch test, general alarm test and interlock switch test. A pool of water was observed underneath the case. The root cause of the reported issue was found to be a worn out gasket and crack at the bottom edge of the tank cover. Actions were taken to mitigate the reported issue: are unknown.